Manufacturer narrative:
A procedure delay was reported due to the event. A steris service technician arrived onsite to inspect the sterilizer and found the vacuum pump transducer required replacement. The vacuum pump transducer was not providing accurate readings of the pressure inside the chamber subsequently causing the "too long in evacuation" alarm. The technician replaced the vacuum pump transducer, tested the sterilizer and confirmed it to be operational.

Event description:
The user facility reported their sterilizer alarmed for "too long in evacuation". No report of injury.